Manufacturer narrative:
Per customer, qc results were within specifications. The customer collects samples in plastic, yellow top, 13x75, 5ml and 7ml serum tubes with a gel barrier and centrifuges at 3,200 rpm for 10 minutes. The specimen was sampled from the primary serum tube and the customer confirmed to customer technical service (cts) that the sample was a full draw. The repeat testing was done from a cup. Based on available information, the customer was receiving intermittent ultrasonic errors during the event. However, specific information regarding the errors was not provided. A field service engineer (fse) was dispatched to the customer lab. The fse replaced the following hardware on the instrument: ultrasonics pcb, service loop, transducer, and stepper motor. The fse verified that the instrument was operating per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously low total prostate specific antigen (tpsa) result from a single patient sample that was generated by the access 2 instrument. The initial tpsa result was 0.0ng/ml. The result was reported out of the lab and questioned by a physician as it didn't match the patient's clinical picture and historical results. The customer re-tested the original sample for tpsa three (3) days later. The repeated tpsa result was 23.9ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with the event.